Event description:
It was reported that during a prostate procedure "broken tip and hole in the fiber, retrieved at unknown j" was observed. A second fiber was used to complete the case. Pt outcome: "no injury to pt reported."